Event description:
It was reported that the patient stated she has been having difficulty with the mobility, paralysis of her foot. She uses a walker and an electric chair for further distances. She indicated that the effects began after the implant of the scs, spinal cord stimulator, system. She is currently in an acute care facility receiving physical therapy for her leg and is doing well. It is unclear if the patient symptoms were due to the procedure or the device.